Manufacturer narrative:
The customer complaint that the display screen of the autopulse platform (sn (B)(6) is blank intermittently was confirmed during the functional testing. The root cause of the reported complaint was a failed processor board. The secondary complaint that when the display on the platform powers on correctly, the platform displays "system error, out of service, revert to manual CPR" message was not confirmed during archive review or functional testing. The device would not boot up; therefore, no error messages could be displayed. Unable to perform the initial functional test due to the device not fully booting up, confirming the reported complaint. The processor pca assembly was replaced to address the reported complaint. During service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the display screen of the autopulse platform (sn (B)(6)) is blank intermittently. When the display on the platform powers on correctly, the platform displays "system error, out of service, revert to manual CPR" message. The platform was tested with different autopulse li-ion batteries, but the same problem occurs. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.